Event description:
It was reported to boston scientific corporation that a resolution clip was used for a gastroscopy procedure in the greater curvature of the stomach performed on (B)(6) 2012. According to the complainant, the device was advanced through the scope, positioned, and then placed across the ulcer for deployment. Upon deployment, the clip failed to properly separate. Reportedly, repeated attempts to release the clip were unsuccessful. At some point, the handle broke apart which exposed the inner wires (external to biopsy port). At this time the decision was made to cut the wires and remove the handle. The clip then released from the ulcer, and the device was withdrawn with the clip attached. The case was completed using additional resolution clips and another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for a gastroscopy procedure in the greater curvature of the stomach performed on (B)(6)2012. According to the complainant, the device was advanced through the scope, positioned, and then placed across the ulcer for deployment. Upon deployment, the clip failed to properly separate. Reportedly, repeated attempts to release the clip were unsuccessful. At some point, the handle broke apart which exposed the inner wires (external to biopsy port). At this time the decision was made to cut the wires and remove the handle. The clip then released from the ulcer, and the device was withdrawn with the clip attached. The case was completed using additional resolution clips and another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached. In addition, the handle was not broken. Functionally, the prongs opened to approximately 11 mm. The device was then actuated several times and deployed as per design. Additionally, two clicks were heard. The reported event of failure to release clip and handle broke was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The patient's exact age is unknown however; it has been reported that the patient is over 18 years old. The complainant reported that they used four lots during this procedure and the suspect device came from one of these lots; ml000190c2 for upn m00522611: expiration date - 11/30/2014, manufacture date - 12/16/2011; ml000087c2 for upn m00522611: expiration date - 07/31/2014, manufacture date - 07/20/2011; ml000197c2 for upn m00522611: expiration date - 12/31/2014, manufacture date - 12/20/2011; ml000172c2 for upn m00522611: expiration date - 11/30/2014, manufacture date - 11/15/2011. (B)(4): clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.